Event description:
The device was implanted for breast symmastia repair. It was reported to lifecell that the pt had bilateral mastectomies with reconstruction that included a different lifecell product several yrs ago. The implants moved medially and she requested repair of her symmastia. Doctor indicated the case went very well. Three weeks post-operatively the pt developed erythema medially over the device implant. Pt has pain in the area as well. Her sedimentation rate is elevated (30) as is her c-reactive protein without elevation of her white count. The doctor has diagnosed this as inflammation and not cellulitis but put her on antibiotics anyway. He sees it as an immune reaction to the xenograft and was undecided as to treat this with topical steroids, or to observe. This complaint was initially evaluated as an anticipated post-operative surgical event and not reportable. Lifecell is now reporting as a serious injury (inflammation requiring medical intervention) that the device may have contributed to. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Add'l lot #: s10583-128, manufacture date: 08/20/2009, exp date: 01/31/2011. Method of eval: review of the device history records. Query of lifecell's complaint mgmt system for any other issues or complaints reported against devices distributed from lots s10541 and s10583. Results of eval: review of the device history records resulted in no remarkable findings. (B)(4). As of (B)(6) 2011, there were no other similar complaints reported to lifecell against these lots. Conclusion: based on internal investigation, device met qc release criteria. Lifecell is reporting as a serious injury (inflammation requiring medical intervention) that the device may have contributed to.